Event description:
Caller reported an issue where the insulin pump's gauge displayed an amount different from expected, specifically a static fill estimate of 90 despite insulin being delivered. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on the cause of the display issue and advised monitoring the fill amount; they also changed the cartridge and infusion set, resumed insulin, and requested a replacement, which was acknowledged by the caller.